Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient, from zone 1, for the endovascular treatment of a 52mm diameter thoracic aortic aneurysm. It was reported that during the index procedure as the second valiant stent graft was being prepped, resistance was noted during flushing. It was stated that saline did not enter smoothly from the side port, and that the graft cover was filled gradually due to the resistance. It was reported that the physician concluded that there was a possible issue with the side port of the delivery device. The device was eventually flushed and the procedure was successfully completed with the implantation of the stent graft. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Updated: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.